Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The bottom of the implant to broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device was received for examination; therefore, the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d1, d2a, d2b, d4 (catalog, UDI and expiration date) and h4 removed expiration date 11/30/2022 since the device involved was an instrument and does not have an expiry date. The expiry date reported on the initial was submitted in error.